Event description:
It was reported to covidien that a customer had an issue with a peritoneal dialysis catheter. The customer states that the pd catheter was found leaking during use.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.